Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the e2 error code was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device did not run and displayed an e8 error code. Therefore the reported condition of the e8 error code was confirmed. It was observed that a pin was pushed back in the connector, causing the device not to run and display an e8 error code. It was determined that the issue with the pin pushed back in the connector was consistent with the connector not being properly aligned and forced into the female connector when plugged into the console, pushing in the pin. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was discovered that the motor device had e2 and e8 error codes displayed on all of the three console devices. The reporter stated that the console devices worked on other drill devices and did not register any codes. According to the reporter, the patient was already in the operating room but the device was not being used on the patient at the time. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.